Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating the plaintiff for stress urinary incontinence." The plaintiff's attorney also reported that "in (B)(6) 2011", the plaintiff "began to experience pelvic pain, blood in her urine and pain during intercourse and sought medical attention for said complications and as a result plaintiff was subjected to additional surgery." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections," and the plaintiff experienced "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury." It was also alleged that the plaintiff "was injured in her health, strength, activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering," and the plaintiff had "injuries including mesh erosion, hardening, chronic pain, and worsening dyspareunia, and recurrent incontinence," and the plaintiff was "sustaining severe and permanent personal injuries."